Event description:
(B)(4). Since I had essure put in, in (B)(6) of 2014, I have had ongoing headaches and migraines, unexplainable rashes and breakouts, more joint pain, fatigue, flutters in my stomach as if something is moving but with a negative pregnancy test. Feelings as if something is stuck in my throat when nothing is there.